Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.

Event description:
A slight flash of blood was noted around the connection of the balloon at the distal end of the catheter during insertion. The iab was not returned to datascope for evaluation. Event complications: unk - rpt'd 5/30/97. Pt current status: unk - rpt'd 5/30/97.